Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) ec method code: device not accessible for testing (4117). Summary of investigational findings: a male patient with a thoracic aortic aneurysm underwent tevar. The access vessels were narrow and tortuous, so ballooning was performed before the device was inserted. While advancing the delivery system the external iliac artery ruptured. A gore viabahn stentgraft was placed to treat the rupture. It was reported that when the delivery system was removed the sheath tip was pushed forward a little and a small gap between the sheath and the dilator tip was seen. It was reported that there were no adverse effects to the patient, why it was assumed that the procedure was completed without additional adverse events. The information given in this complaint was reviewed and a clinical assessment was given. Per the clinical assessment it is likely that the rupture was the result of problems with the patient¿s anatomy ¿ i.e. The stenosis and the inadequate diameter of the iliac access route. Review of the device history file gave no indication of the device being produced out of specification. Per the instructions for use sent with the device ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ based on the reported information it is likely that the patient anatomy contributed to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510k: similar to device under PMA/510(k) p140016. Investigation is still in progress .

Event description:
Description of event according to initial reporter. Tevar was performed to treat a taa in the descending aorta. There were a narrowing place and tortuosity in the access route so 7 mm x 4 cm balloon from another manufacturer was advanced to the narrowing place with pull-through technique to dilate there. After dilating the place, zta-p-38-117-w1/ lot was inserted from the right femoral artery over tscmg-35-300lesdc. While advancing the delivery system, the external iliac artery ruptured. Endoprosthesis 8 mm x 10 cm from another manufacturer was placed to treat the rupture. Patient outcome: there have been no adverse effects to the patient reported.